Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with a fractured anchor and the suture strings still on the device. The proximal end of the anchor is fractured and all returned items have a large amount of biological debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a ligament reconstruction surgery, the anchor of the osteoraptor could not be implanted. After removed from the patient, the anchor was found to be broken and could not continue to be used. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in the same bone hole so no void was left in the patient. No further complications were reported.